Event description:
This report is being filed after the subsequent review of the following abstract article ¿locking plates in proximal humerus fractures.¿ helwig, p., konrad, g., strohm, p. Sudkamp, n. (2007). The purpose of this article was to analyze the development of angle stable, locking implants which has started demonstrating encouraging results. In the clinic the locking proximal humerus plate and the philos plate advanced to the implant of choice for treatment of displaced proximal humerus fractures. There are still cases of implant failure and humerus head necrosis, but most of these complications were caused by the fracture type and not an implant specific problem. However the overall results with these new implants are encouraging. This report is for an unknown proximal humeral internal locking system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(4). This report is for an unknown proximal humeral internal locking system. Article does not specify a device deviation; it refers to the malfunction as hardware failure. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.